Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:05 during biomedical testing. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. Based on baxter's review of the device event history, failure code 812:05 occurred after a failure code 808:07. The failure code 808:07 interrupted delivery. No additional information is available.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient returned approximately ten days later due to rotation of the proximal body. The patient then underwent a procedure where the proximal body was repositioned. No further information has been provided to date.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05, and determined it to be a cascade failure from 808:07. The root cause of failure code 808:07 could not be determined. This is a baxter owned device and will be repaired at a later time. A follow up report will be submitted if additional information becomes available.